Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, no capture, high impedance, undersensing and contained a possible fracture. The lead was reprogrammed. The high voltage portion of the lead remains in use while the sensing portion has been turned off and replaced with a new lead. No patient complications have been reported as a result of this event.